Event description:
It was reported that there was a revision with a bio-composite graftbolt which was implanted during an acl reconstruction on (B)(6) 2013 without any problems. During recovery the patient formed a granuloma at the exit of tibial tunnel and complained of irritation. A second surgery was scheduled to remove the graftbolt on (B)(6) 2013. During the second surgery, it was discovered that the graftbolt and sheath were very loose in the tibial tunnel. The entire implant was removed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.